Event description:
The customer received a questionable creatinine jaffé method (crea) result on their p-module. The patient's sample was a 24 hour urine collection sample. The patient's initial crea result was 31.1 mg/dl. The result was reported outside the laboratory. The result was questioned on (B)(6) 2012 and a fresh sample was poured from the original jug and retested. The first repeat result from the original analyzer was 62.4 mg/dl. The second repeat result was from another p-module, serial number (B)(4). The result was 63.2 mg/dl. This result was considered correct. The customer was unaware of any adverse events. The crea lot number was (B)(4) and the expiration date was 02/28/2014. The field service representative could not find the cause. He performed a precision study. He verified calibration and quality control were performed before and during the runs.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No root cause could be determined with the information provided. The customer was unaware of any adverse events.